Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter tilting and occlusion in right lower extremity. The patient has suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter tilting and occlusion in right lower extremity. The patient has suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Describe event or problem: additional information received per the medical records indicate that the patient has a history of morbid obesity, pulmonary embolism, non-insulin dependent diabetes, hypertension and hyperlipidemia. Immediately prior to filter placement, the patient had a laminectomy and l2 through l5 fusion with ongoing bloody drainage while on intravenous heparin. The filter was deployed via the patient's right internal jugular vein. The records note that there was some difficulty visualizing the area due to the hardware from the spinal procedure. It was also noted during the index procedure the patient experienced periodic desaturation to the mid and upper 80s which recovered spontaneously to the mid and upper 90s. During the procedure, she received 600 ml of crystalloid infused intravenously by anesthesia. The filter was placed with the top portion in the midbody of the l3 vertebra. The patient tolerated the procedure well. Computed tomography (CT) scans taken eight years after the index procedure revealed that the hook of the filter was at the l3-l4 interspace. The filter was tilted medially and the hook was in contact with the inferior vena cava wall. The struts of the filter do not perforate the inferior vena cava. The filter was partially placed within the proximal inferior vena cava and a portion resides within the right common iliac vein. This was essentially unchanged when compared to a CT abdomen scan conducted twelve years and nine months after the index procedure. Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events fourteen years after the index procedure. The patient also experienced depression and anxiety. The patient is on blood thinners and is afraid she will bleed to death. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter tilting and occlusion in right lower extremity. The patient reported to have had experienced depression and anxiety. The patient¿s medical history is significant for morbid obesity, pulmonary embolism, non-insulin dependent diabetes, hypertension and hyperlipidemia. Immediately prior to filter placement, the patient had a laminectomy and l2 through l5 fusion with ongoing bloody drainage while on intravenous heparin. The filter was placed via the patient's right internal jugular vein and deployed with the top portion in the midbody of the l3 vertebra. The records note that there was some difficulty visualizing the area due to the hardware from the spinal procedure. It was also noted during the index procedure the patient experienced periodic desaturation to the mid and upper 80s which recovered spontaneously to the mid and upper 90s. During the procedure, she received 600 ml of crystalloid infused intravenously by anesthesia. The patient tolerated the procedure well. A computed tomography (CT) scans taken eight years after the index procedure revealed that the hook of the filter was at the l3-l4 interspace. The filter was tilted medially, and the hook was in contact with the inferior vena cava wall. The struts of the filter do not perforate the inferior vena cava. The filter was partially placed within the proximal inferior vena cava and a portion resides within the right common iliac vein. This was essentially unchanged when compared to a CT abdomen scan conducted twelve years and nine months after the index procedure. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and depression do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).